Manufacturer narrative:
Hospital of revision: (B)(6). Additional physician contact: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: bia- alcl, no histopathological markers provided.

Event description:
Regulatory agency advised he had received a report of bia-alcl from a healthcare professional. Histopathological markers confirming alcl have not been provided. The device was removed. This record relates to the left side.